Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was implanted to treat cholelithiasis in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the biliary stent was released, the inner core was fractured. Another flexima biliary preloaded stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6) ; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent with delivery system was received for analysis; the guide catheter and the suture were not returned. Visual examination of the returned device found the push catheter kinked at the distal side and the push catheter suture hole torn. No other damages were noted on the device. Product analysis was not able to confirm the reported event of catheter guide break. The investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that the tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the device performance and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted to treat a cholelithiasis in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the biliary stent was released, the inner core was fractured. Another flexima biliary preloaded was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.